Manufacturer narrative:
Corrected data: h6 - upon further review, the correct device was determined and has been provided. The reported event for ipg turning on and off by itself was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg had been randomly shutting on and off. Troubleshooting was unable to provide resolution. An impedance check revealed no anomalies. In turn, the patient's ipg was explanted and replaced (with a different model) to address the issue.